Event description:
Synthes (B)(4) reports an event in (B)(4) as follows: the blade interfered with the nail and it was unable to insert correctly through the blade hole. No impingement occurred during the prior ¿dry¿ check. It was found that the tip of blade was broken when the surgeon extracted the blade. Blade insertion was completed with the use of another size blade. There was a 15-minute delay in the surgery but without any harm to the patient. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the blade was badly damaged. The investigation shows improper insertion angle, has caused to this failure. It is necessary to operate according to the technique guide. The returned article was manufactured according to specifications, with no issues or deviations during the process. Based on these findings the cause of failure is not due to any manufacturing nonconformances. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records revealed there were no issues during the manufacture of the subject product that would contribute to the complaint condition. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.